Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a cortical opacity. The surgeon performed cataract surgery and an iol was implanted. The reporter indicated the capsule was torn and the cortical was touched by mistake during surgery.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn, with a piece torn off. The lens was returned dry and there was evidence of foreign material on the lens.the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - cortical opacity is a type of lens opacity which is usually age-related and may occur earlier in high myopic eyes. Icl-related opacities are usually anterior located and sub-capsular. It is unlikely that the icl caused a cortical change; however we cannot rule out completely the presence of the icl as a contributing factor. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - (new incision); cataract; (torn capsule); (lens explanted). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).